Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and cyst ("cysts"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and cyst outcome was unknown. The reporter considered abdominal pain, cyst, genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and cyst ("cysts"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, cyst, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, cyst, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: reporter information added, demographics were added, product indication added, event added as: abnormal bleeding (vaginal, menorrhagia). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included menses irregular. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia(heavy mestrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), uterine cyst ("cysts / cyst in uterus"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cyst"), abdominal distension ("gastrointestinal disorder / bloating") and post procedural infection ("post procedural infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, uterine cyst, ovarian cyst and post procedural infection outcome was unknown and the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural infection, uterine cyst and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of product technical complaint. On 24-feb-2020: pif received. Device implant state updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a 43-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included menses irregular. On (B)(6) 2007, the patient had essure (ess205) inserted. In april 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia(heavy mestrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cyst ("cysts"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cyst"), gastrointestinal disorder ("gastrointestinal disorder") and post procedural infection ("post procedural infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, cyst, vaginal haemorrhage, menorrhagia, ovarian cyst, gastrointestinal disorder and post procedural infection outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, cyst, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural infection and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Added event dysmenorrhea, gi conditions, ovarian cyst, infection. Updated outcome of events from unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included menses irregular. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia(heavy mestrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), uterine cyst ("cysts / cyst in uterus"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cyst"), abdominal distension ("gastrointestinal disorder / bloating") and post procedural infection ("post procedural infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, uterine cyst, ovarian cyst and post procedural infection outcome was unknown and the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural infection, uterine cyst and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: pfs received: events updated from cyst to uterine cyst and gastrointestinal disorder to abdominal distension.seriousness criteria for event genital hemorrhage updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..